Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. Based on a review of all available therapy log data, the cause of the increased intra-peritoneal volume (iipv) that was discovered during evaluation was determined to be insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4129ml. The fill volume was 2000ml; this meets iipv criteria. Product surveillance contacted the clinic on (B)(6) 2011 regarding the iipv that was found during evaluation. According to the clinic the patient has not reported any symptoms of overfill. The patient has been to the clinic since this event and has not reported any issues. No further information is available. There was no patient injury or medical intervention associated with this event.